Manufacturer narrative:
The quality investigation is complete.

Event description:
The manufacturer service technician reported that a piece of blade was found in the device, blocking full blade insertion, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.